Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing resulting in inappropriate automatic mode switch (ams). No intervention was performed and the patient will be further monitored. There were no patient consequences.